Manufacturer narrative:
(B)(4). Reported event of thumb ring cracked/broken. Reported event of handle broken. Reported event of handle cannula broken although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to crush a 15mmx20mm size stone. However, the handle, handle cannula, and thumbring broke. Basket tip was detached and stone was released from the basket. The basket was removed from the scope and the procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device found that the handle cannula was separated from the finger ring portion of the handle assembly. Moreover, the thumb ring was deformed, cracked, detached from the handle, and presented marks that shows signs of being under a lot of pressure. The thumb ring and handle show coincident marks that indicate proper assembly. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula was pulled out from the set screws. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw depth was measured to be within specifications. Furthermore, the side car-rx presents pushback out of specification. The wire basket assembly pull wire had been cut in several pieces. The sheath had several kinks and bents. The sheath has residues inside that indicate use. The basket was not returned. The evaluation concluded that the condition of the returned device was consistent with the reported event that the handle cannula and the thumb ring was broken. It is most likely due to procedural factors as the user applied excessive force to the handle and the handle cannula was then pulled out of the finger ring portion. The thumb ring was also cracked and deformed due to the force applied to the handle. Furthermore, the side car-rx pushback is an issue that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to crush a 15mmx20mm size stone. However, the handle, handle cannula, and thumb ring broke. Basket tip was detached and stone was released from the basket. The basket was removed from the scope and the procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.